Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had unexpected restart alarm after each battery replacement. It was reported that the pump had cracks. No further information provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. No unexpected restart error alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.